Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and on our automated testing equipment. No anomalies were found. No high current drain sources were detected. The battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.